Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, the blood was backing up into the syringe line and was leaking out of the green connector. The customer attempted to tighten the connector; however, the leak continued. Returning the blood and changing the set if the leak could not be resolved was discussed; however, how the issue was resolved was not reported. The patient was connected for therapy at the time of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.